Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional and functional check were performed. The customer's reported problem was verified. According to the investigation, the pump was found to be double beeping after power up during the investigation. Further investigation found broken back up capacitor wire. Service will replace the pump back up capacitor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "error 1720" alarm message. No reported adverse effects.